Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion, bradycardia and hypotension was unable to be determined. The reported patient effects of pericardial effusion, bradycardia, and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 mitral regurgitation (mr) for a mitraclip procedure. During the procedure, difficulty was encountered while performing transeptal puncture. Bradycardia and hypotension was observed while positioning the clip. Echocardiography revealed small pericardial effusion(pe). The clip was removed from the anatomy. A pericardiocentesis was performed to treat pe. The procedure was terminated with unchanged mr. There was no clinically significant delay.